Event description:
Customer reports via phone that during an undetermined urology procedure the table failed to move. Staff moved the patient to another room where the procedure was completed without further incident. Customer did not provide any further patient or procedural information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot the reported crash error and found a bad leg extension cable and speaker not working on the monitor collision board. The table is designed to not move when a crash issue is sensed. Fse replaced the message center pcb assembly, the leg extension potentiometer, the leg extension cable and harness assembly cable. Fse then completed service by checking system for proper operation per service checklist and returned unit to full service.